Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus perforation,") and pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she didn¿t undergo an essure confirmation test". The patient's medical history included ectopic pregnancy and colon cancer. Concurrent conditions included hypertension, congestive heart failure, depression, gerd, hematochezia, multiparous and morbid obesity. Concomitant products included carvedilol (coreg) since (B)(6)2007, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, enoxaparin sodium (lovenox) since (B)(6)2018, furosemide (lasix) since (B)(6)2007, potassium chloride (klor-con) since 2008, ranitidine from 2008 to 2012, spironolactone since (B)(6)2007 and warfarin since (B)(6)2018. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), alopecia ("hair loss,"), hot flush ("hormonal changes, describe: hot flashes"), sleep disorder ("sleep disturbance,") and vaginal discharge ("vaginal discharge,") and was found to have weight increased ("weight gain."). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy and to remove the essure implant). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the uterine perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hot flush, sleep disorder, vaginal discharge and weight increased outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, hot flush, menorrhagia, pelvic pain, sleep disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Colonoscopy - on (B)(6)2008: multiple small-mouthed diverticula were found in the ascending colon. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia . Most recent follow-up information incorporated above includes: on 11-feb-2019: new pfs + mr received- new events added: she didn¿t undergo an essure confirmation test.,abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes ,dysmenorrhea (cramping), fatigue, hair loss, hormonal changes, describe: hot flashes,sleep disturbance, uterus perforation, vaginal discharge, weight gain were added. Lot number and new reporters were added. Outcome of events bleeding from unknown to recovered/resolved and event pelvic pain from unknown to recovering/resolving were updated. Concomitant conditions and drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus perforation,") and pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she didn¿t undergo an essure confirmation test". The patient's medical history included ectopic pregnancy and colon cancer. Concurrent conditions included hypertension, congestive heart failure, depression, gerd, hematochezia, multiparous and morbid obesity. Concomitant products included carvedilol (coreg) since november 2007, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, enoxaparin sodium (lovenox) since 15-nov-2018, furosemide (lasix) since november 2007, potassium chloride (klor-con) since 2008, ranitidine from 2008 to 2012, spironolactone since november 2007 and warfarin since 15-nov-2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In may 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), alopecia ("hair loss,"), hot flush ("hormonal changes, describe: hot flashes"), sleep disorder ("sleep disturbance,") and vaginal discharge ("vaginal discharge,") and was found to have weight increased ("weight gain."). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy and to remove the essure implant). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, hot flush, sleep disorder, vaginal discharge and weight increased outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, hot flush, menorrhagia, pelvic pain, sleep disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Colonoscopy - on 20-mar-2008: multiple small-mouthed diverticula were found in the ascending colon. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.